Event description:
Customer reports back to back testing to a professional meter while using the advantage system with results of 265mg/dl on customer's meter and 100mg/dl on professional meter. No quality control information was provided. No adverse event reported. Customer ran out of strips therefore, there are no strips to return; a replacement was sent.